Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion and signs of crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "fiber cap detachment" could not be confirmed; glass cap distal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 117,600 joules while using the surgical fiber during a prostate procedure, the fiber kept malfunctioning due to fiber cap detachment. The physician stated that he was not sure whether the fiber cap detachment occurred inside or outside of the patient's body. The fiber was replaced and the procedure completed using a second surgical fiber for 67,484 joules. There was no patient injury reported.